Event description:
The physician attempted arteriotomy closure with the closer 6 fr. Device after an interventional procedure. It was reported that "after releasing the foot, the foot could not be placed. While pulling the foot against the vessel, the closer was pulled outside. After several tries, manual compression was used". Multiple queries have been made to obtain additional information, but no information has been made available.